Manufacturer narrative:
(B)(4). Device lot number unknown/ not provided. Device not returned.

Event description:
It was reported that the internal threads of the implant (tsvtwb8) has been stripped so they are unable to seat the healing collar (hc443)

Event description:
It was reported that the internal threads of the implant (tsvtwb8) has been stripped so they are unable to seat the healing collar (hc455).

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. A viisual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. The product was functionally tested, and it was noted that the healing collar was able to assemble with a mating house implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A comparison of the product with package drawing pd-hc455 rev a revealed that the threads are undamaged, but slightly worn. The complaint is non-verifiable with the information provided. The healing collar functioned as normal, and the reported implant was not returned for inspection. A singular cause cannot be determined.

Manufacturer narrative:
The following sections have been updated: date of this report. Device catalog number. Date received by manufacturer. Type of report. Follow-up, type. Additional narratives/data.